Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to high pacing threshold. This rv lead was replaced and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.